Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(4). The valve is not adjustable. Not implanted.

Event description:
Primary surgery was done in 2013. Over drainage was seen and the patient had headache. Therefore, the customer adjusted the pressure value, but the value was unable to change. The procedure was done by using competitor's product.

Manufacturer narrative:
Investigation: optical inspection first step of our investigation is the optical inspection. Apart from scratches on the housing, we could not detect any obvious deformations or other abnormalities. The measurement of the plan parallelism can determine a deformation, the valve is clearly -0,0370 mm out of the accepted tolerance (tol. 0 +/- 0,02 mm). Permeability test to proof the penetrability of the valve we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The test results that the progav valve is not penetrable. Adjustment test our adjustment tests are carried out with the standard progav check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that it was not possible to adjust the valve into the pressure settings. Braking force and brake function test to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The brake function could be proven correctly. However, the measurement of the braking force could not be investigated because it was not possible to adjust the valve as described under point adjustment test. Computer controlled test the test is performed with miethke computer controlled testing apparatus. The valve was tested by simulating a liquor flow between 60ml/h down to 5 ml/h and up again to 60 ml/h in vertical position (in acc. To iso 7197). Distilled water was used as test-liquid. Because the valve was not penetrable, a computer controlled test is not applicable. Therefore, an investigation into the suspected over-drainage couldn't be carried out. Result first we performed a visual inspection with the valve. Apart from scratches on the housing, we could not detect any deformations or other abnormalities. However, the measurement of the parallelism resulted in a deformation of the housing membrane. Further we carried out a permeability test. The investigation has resulted that the valve is not permeable. Since a deformation can have impact to the functionality of the brake function and also the adjustability of the valve, we have made an adjustment test with the valve. It was not possible to adjust the valve from 0 up to 20 cmh2o. To prove if the brake function is full in place we carried out a brake function test. However, the measurement of the braking force could not be investigated because it was not possible to adjust the valve as described under point adjustment test in order to check for possible over- or under-drainage it would have been necessary to carry out a computer controlled test. Because the valve was not permeable this test was not applicable. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature)1 infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage we decided to dismantle the valves. Inside the valve we have found to tough substances of blood and protein, which may have caused the suspected malfunction. Further actions no further actions are required from our point of view.